Event description:
While attempting to place a power glide midline in the ER, power glide lot # reyh 1349 malfunctioned. The locking mechanism on the needle failed ot completely engage which resulted in the catheter becoming lodged in the arm. IV rn was unable to remove the catheter or needle. The attending md and resident came into the room, where he injected lidocaine and made a small incision at the site. We were then able to remove the entire mechanism.